Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt states she recently had programming changes done and had has estim set on there which was a month ago. Pt states bottom line is she wants to replace equipment as things that are happening are strange. Pt states she had burning and her ins felt hot. Pt states she thought she was getting infection and put on eflex and had terrible reaction from meds and got hives from pelvic area up to body. Pt states she had to go on benadryl etc. Pt states she was charging battery and all of a sudden something beeped and got a weird error code so tried to charge component (recharger) pt states her insr antenna got very hot while charging. Pt states two weeks have passed and over and hour have checked over equipment. Pt states unit that plugs into wall began to charge. Pt states she lost 40lbs based on a divorce and felt battery was so close to the skin, pt states shes also on blood thinners and was painful and hurt all the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.